Event description:
It was reported that catheter issue occurred. The opti cross imaging catheter was advanced to treat the target lesion. During the procedure, the catheter twisted on itself and spun around the wire, causing the hub to fracture. The device was removed, and the procedure completed with another of same device. No patient complications were reported.